Manufacturer narrative:
Findings: pump passed the displacement test. A compromised force sensor alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the unexpected restart error test, prime test, excessive no delivery test and occlusion test due to compromised force sensor alarm. Pump received with normal operating current. Pump passed self-test. Pump passed off no power test. Pump received with minor scratched lcd window, loose drive support disk, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose at time of incident was 86 mg/dl. The customer stated insulin is squirting out during the manual prime process. The customer stated they are receiving a compromised force sensor alarm. Customer stated that they received 2nd series of beeps but numbers did not appear on the screen. The customer was advised that the device would be replaced. The customer was advised to revert to a backup plan.